Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection.

Manufacturer narrative:
If additional information becomes available, this report will be updated.